Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling and defib/pacing functional stress testing using test accessories without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "pacer defib device failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.